Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer had a row board failed. A field service engineer reconnected row board cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer row board was failed. The customer reported that the malfunction occurred when the user tired to issue medication to patient. There were no adverse events or injuries reported based on this event.